Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient in cardiac arrest, the defibrillator failed to discharge and displayed a "check pads" message. The medics reseated the multi-function cable to no avail. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The clinical data does show occurrences of pads off messages. This is not an indication of device malfunction. The event electrodes were returned for eval. A thorough eval of the electrodes showed some evidence of some scaly skin and a few hairs, but performed to spec. 'The event' electrodes were scrapped and the customer received a replacement device. No trend associated with reports of this type.